Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the following patient demographic information, if available: age, weight, bmi at the time of index procedure? What is the date of index surgical procedure? What were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Was there any intraoperative concurrent use of other products? What is the lot number? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? How much surgicel was used during the procedure? What were current symptoms following the index surgical procedure? Onset date? Were cultures performed? If yes, results? Has any surgical or medical intervention been performed? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative adhesion?

Event description:
It was reported that a female patient underwent a robotic total laparoscopic hysterectomy procedure on an unknown date and absorbable hemostat was used. The absorbable hemostat was sprayed near the cecum and used without washing off. Severe adhesion occurred, and appendicitis surgery was performed. The patient underwent a reoperation. The patient¿s current condition is good. The surgeon¿s opinion about the causal relationship between product and event was that the absorbable hemostat was not washed off. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/11/2021. Additional information was requested, and the following was obtained: 1. Please provide the following patient demographic information, if available: age, weight, bmi at the time of index procedure? No further information is available. 2. What is the date of index surgical procedure? No further information is available. 3. What were the diagnosis and indication for the index surgical procedure? Robotic total laparoscopic hysterectomy. 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. No further information is available. 5. Was there any intraoperative concurrent use of other products? No further information is available. 6. What is the lot number? No further information is available. 7. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? No further information is available. 8. How much surgicel was used during the procedure? No further information is available. 9. What were current symptoms following the index surgical procedure? Onset date? The patient¿s condition is good currently. 10. Were cultures performed? If yes, results? No further information is available. 11. Has any surgical or medical intervention been performed? The patient underwent reoperation. 12. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative adhesion? No further information is available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.